Event description:
It was reported by the customer that the insulin pump alarmed prime alarm. The drive support cap is protruded. Advised customer to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.